Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the stent found that the crimped stent on the device was damaged at the proximal end. It was noted that the stent struts were deformed and lifted upwards from the stent profile on the 1st and 2nd rows from the proximal edge of the stent. Visual examination of the bumper tip found minor damage to the tip profile. The balloon cones profiles were also reviewed and no issues were noted the overall balloon profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination of the midshaft section found no issues with its profile. A visual and tactile examination found no issues with the hypo-tube profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and unable to cross occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx). A 2.50x38mm promus element¿ plus was advanced to treat the lesion. However, the device was not able to cross the lesion. The physician removed the device and found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage and unable to cross occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex (lcx). A 2.50x38mm promus element plus was advanced to treat the lesion. However, the device was not able to cross the lesion. The physician removed the device and found that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.